Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "extracapsular rupture with axillary siliconomas." And breast cancer (not related to the device). MRI performed. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture, silicone migration, cancer breast-ndr, capsular contracture was reviewed on 06-may-21. Visual analysis of the photographs identified a broken device, side and batch number not confirmed. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5 g2 h6.

Event description:
Patient reported "extracapsular rupture with axillary siliconomas." And breast cancer (not related to the device). Additionally, physician reported capsular contracture baker grade IV. Device has been explanted.